Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the cx. Four days post procedure, patient suffered cardiogenic shock and was treated with blood transfusion and vasopressors. Patient not recovered. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated non-q-wave mi of unknown vessel, 3rd udmi spontaneous. Cec commented mi from cardiogenic shock/bleeding - outside of peri-pci window. No side branch occlusion occurred.